Manufacturer narrative:
Cmp-(B)(4). Concomitant products: oss resurfacing femoral 3cm left catalog 150351 lot 822360; oss tibial bushing catalog 150476 lot 309790; oss yoke catalog 150493 lot 286760; oss universal tibial augment 63/67mm x 10mm catalog 150426 lot 218000; oss axle catalog 150480 lot 377520; oss interlok bowed im stem s/screw 18mm x 150mm catalog 150372 lot 671210; oss femoral bushings qty. 2 catalog 150477 lot 490130; oss locking pin catalog 150478 lot 324840; oss 22mm tibial bearing catalog 150415 lot 494500; biomet patella catalog 11-150844 lot 669340; reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02837, 1825034-2017-02838, 1825034-2017-02839, 1825034-2017-02841, 1825034-2017-02842, 1825034-2017-02843, 1825034-2017-02844, 1825034-2017-02845, and 1825034-2017-02846.

Event description:
It was reported that a patient underwent a left knee revision approximately three years post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.